Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead's pacing impedance was high and capture thresholds were high. The lead was extracted and replaced. The patient received an upgrade. The patient was stable.